Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the facility discarded the devices and they did not have possession of the devices.

Manufacturer narrative:
Continuation of d10: product ID: 8596sc; lot#serial#: (B)(6); implanted: on (B)(6) 2021; explanted: on (B)(6) 2023; product type: catheter; product ID: 8598a; lot#serial#: (B)(6); implanted: on (B)(6) 2021; explanted: on (B)(6) 2023; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot#: (B)(6), ubd: 27-may-2023, UDI#: (B)(4); product ID: 8598a, serial/lot#: (B)(6), ubd: 22-jan-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (baclofen) (2000 mcg/ml at 1148.6 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient presented to the emergency department (ed) on (B)(6) 2023 with baclofen withdrawal symptoms. The rep was notified of a dye study to perform on (B)(6) 2023. There were no pump alarms. The patient was wheelchair bound and mostly non-verbal speaking through eye blinks. A dye study was attempted under fluoro guidance. The physician was unable to aspirate the catheter. The patient was then scheduled for a catheter revision surgery on (B)(6) 2023. During the pre-op visit with the patient, the patient wanted a new pump implanted. The physician did not suspect any issues with the pump that was currently implanted, but since they were already in the area and the patient was persistent to the physician that he wanted an entire new system, a new pump was also placed along with explant of previous pump and catheter. A new 8780 catheter was placed and a new 40ml pump filled with baclofen. The issue was resolved at time of report. The patient's weight and medical history were asked, but would not be made available. The patient's status at time of report was alive-no injury.